Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that during insertion into the introducer sheath, an alleged break was identified on the pta balloon catheter shaft. There was no reported patient involvement.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the sample was returned. The catheter shaft was kinked 7.6cm from the strain relief. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested and passed with no issues. The inflation hub was connected to an inflation device and an attempt was made to inflate the balloon with water. The balloon was inflated and deflated without issue. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a kinked catheter. The investigation is unconfirmed for a broken catheter shaft, as no breaks were present on the returned catheter. The definitive root cause for the kinked catheter could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Additionally, precautions and specific directions for use of the vascutrak pta dilatation catheter are included in the IFU. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.